Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link y-type catheter extension set broke. The reporter stated that ¿one of the y portions disconnected at the y junction just before the proximal end of the set.¿ this issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.